Manufacturer narrative:
Philips has investigated this case. The philips field service engineer (fse) inspected the system onsite and checked the logs, post and image disk. The fse restarted the system normally several times and found no error. As the device was working as expected, the system was returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura was not starting and remained stuck at countdown 00:00. Multiple reboots didn't resolve the issue. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.